Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broke grip that is completely detached from its base. The broken piece was returned with the instrument. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar instrument jaw broke. The procedure was completed with no reported injury.